Event description:
The trifuse on the piv had one port (tpn) that constantly alarmed distal occlusion as soon as fluids were hung. After investigation, it was found that the lumen did not even flush and was occluded. The device was changed out for another which performed properly. In process of identifying smiths medical hospital rep.